Manufacturer narrative:
Additional info: implant date: 2007.

Event description:
(B)(4). Initial info received from a consumer on 25-aug-2008, with additional info from consumer on 26-aug-2008: a (B)(6) female consumer receiving poly-l-lactic acid (sculptra) (lot number and expiration date unk) twice, once in (B)(6) 2007 and the second possibly (B)(6) 2007 for cosmetic reasons; during the first call, consumer indicated that she only had one treatment; however on follow-up call from (B)(4), consumer indicated that she had two treatments. Consumer reported no previous use of fillers. Consumer reported that the first injection "did not work" so she had to have it done again. The poly-l-lactic acid was injected around her cheek bones, and to fill in around the laugh lines around her mouth and nose as well as wrinkles around the eyes. Consumer reports "bumps on her cheeks that have developed since she was injected with sculptra." Consumer reported that it was "fine for several months," however several months after her first treatment, she noticed a circle of bumps on her right cheek around the cheek bone. Since then the bumps have appeared on her left cheek too and some are the size of a pea." Consumer stated that she had no problems until (B)(6) 2008, when bumps began to appear initially under the skin on her right cheek, then on top of the skin. Then they began to appear on her left cheek. Consumer stated that the bumps have gradually been getting worse. She has had 4 laser treatments in the past 6 weeks without any improvement. Medical history included hypertension, arthritis, and high cholesterol. Concomitant medications included hydrochlorothiazide (hctz), valsartan (diovan), colesevelam hc1 (welchol), simvastatin (simvastatin), and fish oil capsules. No further medical info reported. Additional info received from a consumer on 29-aug-2008, returning a call from (B)(4): consumer reported "red bumps on her cheeks." She mentioned again that she is getting laser treatment from her doctor for the event, and also she is massaging the area twice a day. She said that some were under the skin which she cannot see, and do not bother her, but some can be seen and she does not like them. She stated that "the product is faulty." No further medical info reported. Additional info for sculptra (lot number and expiration date - not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable.